Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure (msof). The patient had been switched from a competitor device and was implanted with heartmate 3 lvad (serial # (B)(4)) on (B)(6) 2020 as an emergency measure. Following the pump exchange, the patient developed progressive msof which was related to the outcome. No autopsy was performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, due to multi-system organ failure (mof). The patient had been emergently switched from a competitor device to a heartmate 3. Following the pump exchange, the patient suffered from progressive mof, which was related to the patient¿s outcome. It was reported that the patient¿s death was not device related and no autopsy was performed. It was also reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.